Event description:
Consumer complaint of low blood results. Verified the strips expire 04/29/2015. Customer stated that his expected result averages 102-130 mg/dl. Results from the meter memory: customer declined to run a back to back test because it will not be a fasting test. No adverse event reported.

Manufacturer narrative:
Product not returned for evaluation. (B)(4). MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(6) 2013). Most likely underlying root cause: use had an inaccurate reference.